Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were received and reviewed by a depuy medical professional. Review of the supplied investigational inputs suggest fracture of the p.f.c.* mod fm st 15 l-7 long and stem bolt. The review also identified malpositioning of the p.f.c.* cruc sacr fem size-3. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the device fracture or malpositioning with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy synthes will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This medwatch has a late letter attached due to its submission outside the 30 day required window. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Event description:
Surgeon reported to (B)(4): breakage between femoral component and stem.